Event description:
The customer reported intermittent boot-up problems.

Manufacturer narrative:
This case was opened in conjunction with installation. During the installation, the rep noticed that the system was intermittently locking up during boot. The gpos was not booting completely. Reseated all the boards and fuses on the backplane. No go. He ordered software. He completed a clean software reload. Tested by booting the system 10 times. The unit booted several times, but now is down hard and the gpos will not boot at all. He ordered a new gpos and replaced gpos then performed a clean software install. Unit now boots. Tested by booting unit 10 times with no problems. Unit is functioning as intended.